Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) and medical safety led an evaluation one device. Medical safety review of the CT scan confirmed the presence of seromas. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Based on the information that is available combined with overall trend reviews that post market vigilance performs at regular intervals, there is no evidence that this case was a malfunction, failure or change in the characteristics or performance of this device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after applying the device between the bowel and the ureter on an open procedure, the patient presented with pain in the abdomen 3 days after discharge. The patient was presented with an ileostomy. Due to the pre-op ovarian carcinoma, the retro peritoneum was open. The small intestine was glued to the ureter and had to be adhesiolysed. For prophylaxis, the patches were placed between the small intestine and ureter. On a computed tomography (CT image, the area of the patches shows fluid suspected to be an abscess. The surgeon decided for a conservative therapy since a seroma has formed in the area of the patches, which are anti-values increased and the patient had pain.